Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset following guidance from technical support, cgm error did not recur, and customer was advised to call back if issue returned.